Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the pacemaker exhibited noise. No intervention were made and the patient status was unknown.

Event description:
New information received notes it was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited noise oversensing. No intervention was performed. The patient was in stable condition.